Event description:
Boston scientific received information that this pacemaker and the right ventricular (rv) lead exhibited intermittent loss of capture (loc) as documented by telemetry with asystole of 2-3 seconds and low, out-of-range (oor) pacing impedance less than 150 ohms. Moreover, the patient was hospitalized for dizziness and was not feeling well. The cause was not determined. Subsequently, the lead was abandoned surgically while the device was electively explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.